Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm and screws were worn, the motor was corroded and the speed was low, and the control bar was not in the correct position. The reciprocation arm, screws, and motor were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: south africa.

Event description:
It was reported that this device was sent in for preventive maintenance. During product evaluation, it was found that the speed was low. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.